Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been hospitalized for a non-diabetes related issue. Hospital staff was unsure how to manage customer's diabetes with the pump. Customer's blood glucose (bg) was 38 mg/dl and food was consumed to address bg. Customer reverted to using manual injections for insulin therapy.